Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred with 300 units of insulin. The customer's blood glucose level was 192 mg/dl. A new cartridge was loaded successfully and insulin delivery was resumed.